Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that after wearing the pod, the patient developed an abscess that became infected at the insertion site. The patient visited the emergency room (ER) where was diagnosed with cellulitis, placed on a drip and prescribed antibiotics (clyndamycine). The patient's blood glucose (bg) levels were 14 mmol/l (252 mg/dl) at the time.